Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-oct-2018 with the following findings: a review of the pump histories did not show any errors, alarms, or warnings associated with the complaint and data was recording daily. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. There was on defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump was not recording any records in the history. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.